Event description:
The customer contacted baxter's service center regarding assistance for an alarm; which occurred on the homechoice (hc) during fill 1. The fill volume equaled 9ml. The home patient (hp) cycled the machine, and closed all the clamps before they called into baxter. The hp reported that there were a lot of air bubbles within the heater line. The tsr asked if the air bubbles were sporadic small bubbles or if there were a lot of air bubbles. The hp stated there was a lot of air bubbles, more than they have ever seen before. The tsr instructed the hp to end therapy and to start over with new supplies. The hp would call back if the hc alarms a low drain volume so they could get assistance for bypassing to fill 1. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that they did start over with new supplies that evening, and they were able to continue as normal. The hp stated they checked everything over and did not notice anything unusual with the supplies or the hc. The hp stated they contacted their nurse the next morning regarding the alarm and the air bubbles. The nurse told them that it was correct procedure to start over with new supplies. The hp stated there was no medical intervention needed from the alarm and from the air. The hp stated that they do not recall the lot numbers to the supplies, nor do they have samples available. The hp stated therapy overall is going okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.